Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported right side intracapsular rupture with silicon perspiration and capsular contracture, baker grade IV, with folds, waves and rotation. The device has been explanted.

Event description:
Healthcare professional reported right side intracapsular rupture and capsular contracture baker grade IV, with device perspiration, folds, waves, rotation, and deformity. The device has been explanted.

Manufacturer narrative:
E1. Phone number continued: +(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, crease/folding of implant, malposition of device, capsular contracture baker grade IV, deformation-breast.